Event description:
It was reported that the ilet was dropped and the touchscreen stopped functioning, and a replacement device was provided while the user utilized backup therapy for blood glucose management. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status, no hospitalization, and no alerts or alarms. Investigation included collection of event details and follow-up for return of the damaged device to enable evaluation. Investigation of this case revealed damage consistent with physical impact to the touchscreen component, resulting in loss of touch input functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.